Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender guidewire was returned for product evaluation. The needle was not returned for product evaluation. Visual inspection revealed a bend proximal to the floppy end of the guidewire. The bubble at the tip of the guidewire was present on the floppy end of all the guidewires. It was observed that the guidewire was unraveled right after the bubble at the tip. The end weld seemed to be moved slightly off center. A needle (product code: 50-1070 and lot number: 150176) with a normal 21g cannula was obtained to perform functional testing. The guidewire was attempted to be inserted in the needle, it was noted that the unraveled section of the guidewire is not able to pass through the needle. The outer diameter of the floppy end was found to be 0.53 mm and od of the stiff end was found to be 0.52 mm which are within the required manufacturer specification of 0.51 - 0.54 mm. A video was provided by the user facility; review found that the malfunction was replicated per the recording and was confirmed. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with the involved glidesheath wire. It would not pass through the needle. Upon examination, it had a small bubble at the tip of the wire. The user used a different wire to pass through the needle to show the issue was not in the needle. The patient was in stable condition and the procedure was a success after using another sheath.